Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-30. H6: investigation summary: a total of six physical samples of item 303172 lot number 2009068 along with photos were received for investigation. The product was visually inspected and the following was observed: two syringes were observed to have air bubbles embedded in the barrel. One syringe was found to have a defective scale marking, the ink was not correctly transferred to the barrel. This can occur due to a failure in the patters that transfers the scale or in the flaming system that prepare material for ink penetration previously to ink transference. One syringe has a small superficial black dot on the tip. Using magnification, the dot was determined to be ink that was likely from the marking process. The two remaining samples that were received did not have any defects observed on the product, however, the photos provided did show the stopper was not properly assembled onto the plunger. A device history review was performed for reported lot 2009068 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the air bubbles, or misassembled stopper, however, a daily incident report did note the marking pads were changed due to blurred markings during the manufacturing of the reported lot. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation, the root cause of the black dot found in the tip and the scale marking issue was determined to be related to a failure in the marking machine that occurred during manufacturing, resulting in the ink not transferring correctly and leading to the marking pads being replaced. While we could not identify a direct issue for all the defects observed, air bubbles may occur during molding process due to air entrance in the mold. Injection machines are periodically subjected to maintenance and cleaning programs. Molding parameters recorded in the device history record have been reviewed, all parameters are found to be within the validated process parameter window per procedure. This is a cosmetic defect and the product functionality is not impacted. Additionally, it was determined the improperly assembled stopper was a result of improper alignment of the plunger/stopper to the barrel during assembly. H3 other text : see h10.

Event description:
It was reported that syringe 1ml ls sp120 had foreign matter, scale marking issues, and plunger separation on 2 occasions. The following information was provided by the initial reporter: additional info per 1x:. Received 6 actual samples and classified as follows. 2. Dirt on syringe x1. 3. Defective scale x1. 4. Plunger separation x2.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls sp120 had foreign matter, scale marking issues, and plunger separation on 2 occasions. The following information was provided by the initial reporter: additional info per 1x: received 6 actual samples and classified as follows. Dirt on syringe x1, defective scale x1, plunger separation x2.